Manufacturer narrative:
Analysis of the ins found that it passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the #0 electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Intra-operatively, at the end of the surgical implant the rep tested the impedances to make sure that the leads were connected to the battery properly. Electrodes 8, 9, 12, 13, 14 and 15 all showed high impedances. The rep had the doctor take out the leads and clean them with a raytex sponge. They were placed back into the battery and the screw was tightened down again. The same impedances were high. The rep tried testing at a higher amplitude but the same electrodes were all still high. The doctor removed the leads and placed them into a multi-lead trialing cable to test the lead to investigate if the issue was due to the lead or battery. The impedances check was within normal impedance measurements. At that time the doctor wanted a new battery passed to the sterile field. A new battery was passed and the leads were connected to the battery. The rep ran another impedance test and all impedances were within normal limits. The ins was never implanted and would be returned for analysis. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable neurostimulator (ins) was returned for analysis. It was received on 2018-feb-09. No further complications were reported/are anticipated.